Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. A review of the complaint records revealed that no other complaints have been received with regard to this lot number. The sten was not returned for evaluation as it remains implanted. It should be noted that this application represents an off label use for this device. This device was designed to maintain the patency of biliary ducts obstructed b malgnant meoplasms. The attachment contains a review of the x-ray images involving this event. Conclusion this stent has fractured during deployment in an iliac artery in an unusual pattern. Post-dilation corrected the initial failure to completely expand the stent. It remains unclear if all deformations occurred during initial deployment or if pos-dilation introduced additional defects. The cause of the complex fracture pattern is unclear.

Event description:
The doctor successfully placed two stents in the right iliac. One stent delivered slightly off location. The doctor deployed a thire stent and it appears distorted if not fractured. Initially, they planned to place a 12mm x 40mm in the righiliac righ at the bifurcation. The stent was deployed by the rt and it moved forward slightly and missed a portion of the lesion proximal to the access site. They overlapped a 10mm x30mm stent proximal to cover this portion of the lesion. Because the stent was now into the aorta, they planned to do a kissing stent in the patient's left iliac using a 12mm x 60mm - lot # 96go0271. This 12mm x 60mm is the stent in question. Upon deployment of the 12mm x 60mm stent where some the center portion of the stent looked "crushed". They post dilated and the result was adequate but still looked abnormal. Patient is doing fine.